Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device involved: (B)(4).

Event description:
On (B)(6) 2011, this patient was implanted with gore tag thoracic endoprostheses to treat a type b dissection. During the procedure, one of the devices would not advance due to the true lumen being too small, so a different device was implanted. The physician sewed all the lumens together and connected them to the endograft. The physician then re-implanted the great vessels to a previously placed dacron graft. Following the procedure, the patient expired. Cause of death is unknown. It is unknown if an autopsy was performed.